Event description:
A malfunction alarm with the code malf 9 was reported by the customer, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer had not reported or reset the pump for this malfunction prior to contacting support, so technical support provided information on how to reset the pump.